Event description:
It was reported that the day after the tube was replaced, events such as a decrease in cuff pressure or the cuff not inflating, even when air was injected, occurred. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D4. Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 - updated. One device was received for investigation. Under visual inspection the sample appeared to be in good condition. The device was then functionally tested. After 12 hours the device was still inflated. The reported complaint is not confirmed. A review of the device history records could not be completed as no lot number was provided by the customer.